Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for arteritis stade 4 + infection of left tka (total knee arthroplasty.) Treatment/impact: hospitalization (initial or prolonged): yes; was the subject readmitted to hospital: yes (readmission on (B)(6) 2025); injected medication: yes; oral medication: yes; components removed (femoral component, femoral stem, tibial insert, tibial base). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).